Event description:
Customer spouse reported device = 537 mg/dl at 6:36 am. At 7:30, customer was taken to the hosp. Customer was not feeling well and had been vomiting for several days. Customer stated they though diabetes medication was making them sick. At 8:30 am, hosp lab =127 mg/dl. No treatment was received. Customer was released from the e.r. At 12:30 pm. No controls were used. A request was made for return product and replacement product was sent.